Manufacturer narrative:
(B)(4). The incident sample was discarded by the customer and is not available for eval. Clinical hotline info regarding the proper use and placement of pt return electrodes, as well as info regarding return electrode lesions, was provided to the customer.

Event description:
The customer reported that a pt received a 3rd degree burn at the pad site during a cold knife biopsy procedure. The pad was placed on the pt's left thigh. The burn was treated with silvadene ointment and a dressing. The burn was noticed immediately when the pad was removed. The incident pad was discarded. The customer did not provide pt info.